Manufacturer narrative:
The complaint device is not being returned, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) packs of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be that the needle hit hard bone or an instrument which resulted in the tip breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff procedure the tip of the customer&apos;s expressew iii needle broke off in the patient&apos;s joint. The sales rep stated that two x-rays were performed to try finding the broken tip but the surgeon could not locate the broken tip therefore was left in the patient¿s joint. The sales rep reported that it was a triple loaded anchor and that the tip broke after two times firing the expressew ii gun using orthocord. He stated that the surgeon was passing the third suture when the tip broke off. The surgeon completed the procedure with another like device with no patient consequences but there was a 20 minute delay. No device is being returned.